Event description:
It was reported by the customer that a pyxis medstation es system had a black screen asking for password and offline in remote support services, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to boots the basic input output system password screen.a field service engineer turned off the station for an extended period of time and rebooted during which there were several microsoft updates that were applied to resolve the issue.the system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a black screen asking for password and offline in remote support services, preventing users from removing medication. The customer stated they were able to get the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, b5, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to boots the basic input output system password screen. A field service engineer turned off the station for an extended period and rebooted the system. There were several microsoft updates that were applied to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.